Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the kink protector on the black cable came loose when trying to disconnect the controller from the power module. After, the black screw also came loose. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged black power cable strain relief was confirmed. System controller, serial (B)(4), was returned for analysis with a separated black cable strain relief. The observed damage to the system controller strain relief did not affect the ability for the nut to screw in as intended. The controller was functionally tested and found to operate as intended during analysis. It was able to support pump function for an extended period of time. The white strain relief of the returned controller and both strain reliefs of a test controller were cut open to inspect any discrepancies. All cables were identical and contained glue inside the connector allowing the strain relief to be sealed properly. The device history records were inspected and were noted to pass all steps pertaining to power cable testing. A review of the downloaded controller event log file spanned approximately 2 days ((B)(6) 2023 ¿ (B)(6) 2023 and (B)(6) 2023 per time stamp). There were no notable alarms related to power cable damage active in the log file. The provided information stated that the event occurred when disconnecting the cable from the power module. The damage is consistent with use of excessive force when swapping power sources; however, a root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The device history records pertaining to power cable testing was reviewed and passed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. G) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. Heartmate 3 instructions for use (rev. G) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The "powering the system" section of the IFU instructs the patient in how to switch between power sources to prevent loss of power. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.